Manufacturer narrative:
(B)(4). Investigation is ongoing (device to be returned)

Event description:
As reported by field clinical specialist (fcs), during a tavr procedure, 26mm s3 in the aortic position via ta approach, bav was performed with a 20mm edwards bav.  During deployment of the 26mm valve the delivery system balloon ruptured the certitude delivery system. There were issues getting the balloon removed from the body due to the distal internal balloon shoulder getting caught on the sheath. The delivery system and sheath were removed successfully as one unit.  There were no complications due to the rupture and the patient was stable for the entire procedure. The stj was measuring 21x26mm and had bulky calcium. The valve was deployed well. As this was a ta approach the physician was able to remove the valve and delivery system through the apical access. The delivery system will be returned. The balloon was close to fully inflated when it burst, there was likely 1 cc left in the delivery system.  No extra volume added to the balloon prior to the inflation. The annulus and leaflets were moderately calcified, annulus had a mild calcium also. The stj was measuring small and very calcified. There was coaxial alignment of the delivery system upon reentry into the distal end of the sheath, however the balloon material was caught on the sheath so it was not able to be pulled inside. It ended up bending back part of the blue ¿distal inner balloon shoulder¿.  Everything stayed intact but the sheath and delivery system had to be removed as one unit since the balloon material and distal balloon shoulder would not allow the delivery system to be pulled within the sheath.  It is unknown if there was any retained volume in the balloon.  By the time they had the balloon out it was filled with blood, so they are unsure what volume was retained in the balloon.

Manufacturer narrative:
UDI (B)(4). The delivery system was returned to edwards lifesciences for evaluation after being used in the procedure and inserted through the loader and sheath. The certitude delivery system was visually inspected. The balloon burst was confirmed (radial and longitudinal). It did not appear to be missing any pieces, the distal balloon shoulders were flared out, and sheath tip was compressed. No relevant functional testing was completed due to the condition of the returned device (balloon burst). Balloon single wall thickness measurements were taken along the radial tear on the balloon to ensure that the wall thickness was within specification as a thin wall could contribute to a balloon burst. All balloon single wall thickness measurements met the specification. IFU, prepping manual, and training manual were reviewed for guidance related to the reported event. No IFU or training deficiencies were identified. During balloon manufacturing, the balloon was inspected visually (for heavy scratches, gel-spots, and fish eyes) and dimensionally for defects. Also, the balloon wall thickness was 100% inspected. During manufacturing, the delivery system underwent multiple inspections. During the pleat and fold, the inflation balloons were 100% visually inspected for kinks, bends, scratches, and contamination. Delivery systems are 100% leak tested. The assembled delivery system was 100% inspected by both manufacturing and quality for balloon scratches, tears, and wrinkles. Product verification testing was also performed on five (5) samples. After removing the pouch, all components were visually inspected for damage. The balloon inflation/deflation time was tested, and the related work order was accepted. The balloon burst pressure was tested, and the related work order was accepted. All the samples from the related work order passed pv testing and therefore the lot was accepted. Inspections during the manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported complaint. The complaint for balloon burst was confirmed based on device visual inspection. Review of manufacturing mitigation, dimensional measurements, and device visual inspection did not identify any manufacturing non-conformities on the returned device. Complaint history suggests that patient factors may have contributed to the observed balloon burst. An analysis for similar returned balloon burst complaints has been summarized in a technical summary written by edwards lifesciences. The technical summary provides a rationale as to why it is unlikely that a product defect contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increase risk of burst in a calcified annulus (open cell impingement and stress concentration against calcium nodules). Furthermore, the technical summary outlines the extensive manufacturing mitigation in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). Analyses of these types of ruptures indicate that they are typically caused by puncture from calcium on the native aortic valve. According to the complaint description, the patient¿s annulus and leaflets were moderately calcified, and the stj was measuring small and very calcified. The technical summary  contains additional details related to root cause analysis on balloon bursts in a calcified aortic annulus. Based on the returned condition of the device (balloon burst and compressed sheath tip) the complaint was confirmed for delivery system ¿ withdrawal difficulty-through sheath. Available information supports that the condition of the burst balloon likely resulted in difficulties withdrawing the delivery system balloon into the sheath. This scenario can cause the balloon component to drag or catch onto the sheath distal tip during retrieval and contribute to the difficulty retracting the device through the shaft. It is additionally possible that the distal balloon shoulder caught onto the tip of the shaft, as supported by the flared out shoulders seen during visual inspection.  As such, the root cause for the balloon burst and delivery system withdrawal difficulty can likely be attributed to patient/procedural factors (calcified annulus and leaflets and removal of burst balloon). The complaint was confirmed for balloon ¿ burst, but no manufacturing non-conformities were found in the returned sample. Available information suggests that we can speculate that the root cause is related to the rationale outlined in the technical summary (annular calcification) and that patient factors may have contributed to the reported events. No labeling or IFU inadequacies have been identified and review of complaint history revealed that the occurrence rate does not exceed the may 2018 control limits for this trend category. Therefore, no corrective or preventative action is required. The complaint for delivery system ¿ withdrawal difficulty, through sheath was confirmed, but no manufacturing non-conformities were found in the returned sample. Available information suggests that procedural factors may have contributed to the events. No labeling or IFU inadequacies have been identified and review of complaint history revealed that the occurrence rate does not exceed the may 2018 control limits for this trend category. Therefore, no corrective or preventative action is required

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.